Manufacturer narrative:
Based on the new information received on 06 july 2023 we classified this incident as reportable. Product advisory notice with subsequent recall will be conducted under ref r-2023-09.

Event description:
The rasphandle broke when it was being hammered in.[customer].